Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1181838. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: positive results were indicated on the analyzer for two samples tested on (B)(6) 2021. No test line was observed. Pcr results on the next day ((B)(6) 2021) showed negative result. .

Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: positive results were indicated on the analyzer for two samples tested on (B)(6) 2021. No test line was observed. Pcr results on the next day ((B)(6) 2021) showed negative result.